Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 193 mg/dl at the time of the incident. The leak could be an air bubble in the reservoir that is expanding during filling. Customer reported that the type of moisture exposure was insulin. Customer found that the leak should be occurred at the reservoir barrel or o-rings. Customer stated that the self-test was not passed. The insulin pump will not be returned for analysis.